Event description:
It was reported that on an unknown date, the patient underwent the implantation of an unknown plate and an unknown quantity of unknown screws to treat a lateral humerus fracture. Approximately one and a half years later, on (B)(6) 2015, the patient underwent a planned hardware removal due to prominent appearance of the hardware. During the plate removal, the heads of an unknown quantity of 3.5mm cortical screws, popped off (broke off) while the surgeon was removing the plate. The shafts of the screws are retained in the patient¿s bone. The procedure was successfully completed with no further patient harm to the patient. This complaint addresses the intraoperative screw breakage. The need for revision surgery was addressed and reported under a separate, related complaint ((B)(4)). This report is for and unknown quantity of 3.5mm cortical screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Date of implant is unknown but was reported as approximately one and half years prior to (B)(6) 2015. This report is for and unknown quantity of 3.5mm cortical screws. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.